Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿

Event description:
Int mdi high ts too long cold it was reported intermittent occlusion alarms occurred. The customer's blood glucose level read "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. A replacement pump was sent to the customer to resolve the issue. Reportedly, the customer was using cold insulin and was using trusteel infusion set for longer than 2 days, which is considered off label use.